Event description:
There was a report of a time discrepancy in the pump settings. The customer's blood glucose level was within the normal range, as previous settings did not result in readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the discrepancy recurred. The caller understood and acknowledged the instructions.